Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler and one reload. Initial visual inspection of the instrument noted no abnormalities. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the instrument was loaded with a pmv reload. After initial clamping, the instrument could not be cycled. The instrument was dismantled for visualization of internal components, and a set of sheared teeth was observed on the firing rack. Functional testing of the reload found no abnormalities. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Actuation of the instrument handle with the reload interlock engaged may cause sheared teeth on the firing rack. The investigation findings could not be confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Patient information not provided, UDI not provided, re-processing information not provided, occupation of initial reporter not provided,

Event description:
According to the reporter, "when the surgeon has used the device, the mesenteric artery was partially cut. The artery was split with important bleeding. He had to dissect the stump of the artery to use another device."